Event description:
It was reported that during device implant, grommet warming phenomenon was observed. Ventricular oversensing was increasingly apparent during pocket closure. After the second pocket closure, the patient was admitted and observed for 24 hours. Device still in use. The patient was released the next day as the oversensing was resolved. No complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.